Manufacturer narrative:
On inspection of the device at the service center, a fluid leak in endoscope was discovered. The ccd camera was replaced.

Event description:
It was reported that the center image went black after a manual flush through the biopsy channel during withdrawal of scope. There was no patient injury or other adverse health consequence.